Manufacturer narrative:
Due to case logs not being provided, an investigation could not be performed. It was reported that screws using the excelsius gps system were misplaced intra-operatively. Ultimately, there were no reported adverse effects to the patient and the case was completed. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively.